Manufacturer narrative:
A complete analysis of the batch history (DHR) was performed, including maintenance records and quality notifications, and no records potentially related to the reported defect were found. From the videos and the sample provided (claimed sample), it was not possible to confirm the reported incident. The assessment was conducted based on the abnt nbr iso 7886-1:2020 ¿ note 2 standard, which deals with lubricant that may seep onto the inner surface of the syringe barrel. This characteristic is considered acceptable within the limits established by the standard. Both the provided sample and the retention samples were analyzed using measurement system analysis (msa) criteria. None of the parts showed evidence of excess silicone. On the syringe assembly line, the process includes visual inspections and functional tests performed every 2 hours, ensuring product conformity. Bd's processes are validated according to regulatory requirements and maintain their quality through periodic statistically based inspections. Conclusion and monitoring action: as this is the first complaint registered for the batch, and no related maintenance orders or quality notifications were identified, in addition to the absence of physical evidence that would allow the identification of the root cause, the incident will be monitored for trend assessment.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 10ml s/su had visible droplets. The following information was provided by the initial reporter: it was reported that when they opened the syringe packaging to prepare a medication, they noticed that the syringe looked as if it had already been used, with a clear liquid. The packaging was unopened. Lot 4234814. The sample is available for collection should you deem it necessary. Invoiced under invoice (B)(4). Additional information received on august 25, 2025. Email follow up: date of event occurred on dd/mm/yyyy? 12/08/2025. For sample collection and replacement, please inform 1 unit. Has anvisa been notified? If so, what was the notification number? No notification.